Event description:
After drilling a femoral tunnel of 30mm, the graft was inserted. Dr proceed to tap a total 25mm to insert the bone plus of diameter 10mm and length 20mm. While fixing the screw, he had to remove the screw and re-insert it 2 times because the 1.2mm x 12" guide wire had been dislocated after tapping. We noticed fraying of the graft while he was inserting the screw. Once the screw was completely inserted, the graft broke while he was starting to insert the fixation on the tibia tunnel. He had to remove the graft and suture it at the tendon end that broke to use it as a graft. The screw was left in the patient body. Having done that, he redrilled the tibia tunnel and used the bone plug as a graft at the femoral end and tendon as graft at the tibia side. The screw that was used for fixation on the femoral tunnel was the same size. After fixing the tibia tunnel, patient shows negative to anterior drawer test although size of graft was smaller compared to normal btb graft.

Manufacturer narrative:
(B)(4).